Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? * was the needle piece searched in patient's body? If yes was any tissue damaged as a result of searching the needle? Was any other tissue damaged as a result of searching the needle? Is there a second surgery schedule to search the needle? Please provide more information attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent wound closure on (B)(6) 2023 and suture was used. The tip of the suture sheered-off during skin closure of a laparoscopic port incision. They were unsuccessful in being able to locate the portion of the needle that is missing under x-ray. Another suture was used and there were no adverse patient consequences. Additional information has been requested.